Manufacturer narrative:
Display unresponsiveness could not be confirmed. The display passed all functional tests, using a test stylus. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was unresponsive to the stylus. It was noted that multiple styli were attempted. The programmer was returned for service. There was no patient involvement.